Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that atrial lead exhibited noise was received via merlin.net. It was suggested that the pt be brought in clinic and perform tests to reproduce noise. The physician was consulted and he had chosen to monitor the lead for further occurrences.